Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Block g4: the initial report submitted 07/01/2020 had an inadvertent entry error of 06/13/2020. Correct date is 06/11/2020. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to correct an inadvertent entry error in g4, the date received by manufacturer (becomes aware date).

Manufacturer narrative:
Block g: the supplemental report #1 submitted on 3/7/2021 had an inadvertent entry error of 2/5/2021. Correct date is 6/11/2020.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information of ID, weight, ethnicity and race have been unsuccessful to date. Attempts to obtain the patient information were made via email. All reasonably known patient information is included in this report. The implant or explant dates are not applicable to this device. The returned device was visually and microscopically inspected. The distal coil and pressure sensor was returned separated. The proximal coil was stretched out and tangled. The microcables at the pressure sensor were severed. The proximal coil and its core wire were detached from the pressure sensor. The proximal coil was almost entirely stretched. A twist in the proximal coil was observed. No missing material was observed at the severed microcables. All pieces of the device were accounted for and no missing material was observed. The probable cause of the reported failure was mechanical strain, as evidenced by the proximal coil being stretched and detached from the pressure sensor housing. The investigation was unable to conclusively determine when and how the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned diagnostic coronary procedure, the tip of the manufacturers device broke off in the artery and was retrieved using a snare device (another manufacturers device). No further intervention was required. The dr. Decided not to use another device. Vessel: proximal-mid lad (left anterior descending artery) intermediate tortuously and calcification. This adverse event is being submitted because additional intervention was required to remove the manufacturer's device.